Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The device passed an extended self test (est), short self test (sst), performance verification (pvt), all calibrations and is performing to MFR specifications. A service history review has been performed for the above listed serial number by the MFR. No similar events were found in the service history record. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an "unexpected reset umpire test (kp0087)" alarm which rendered the ventilator inoperable while being used on a patient. The patient was immediately removed, ambu bagged and placed on an alternate ventilator. There was no adverse effect to the patient as a result of the event.